Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) , product type recharger product ID m943899a lot# serial# unknown implanted: explanted: product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated they met with their mdt rep yesterday to get reprogrammed and optimize therapy. Pt stated their mdt rep told them to call pats and order new recharging equipment: belt and recharger. Pt stated that the mdt rep told them that their equipment was not functioning as intended. Agent asked pt to explain and pt stated they were told by the rep that something is wrong with the belt clip and that the there was something wrong with the cord going inside the paddle. Agent asked pt to clarify, pt stated they don't know and they were just told to ask for new equipment. Pt then explained that for a while, the recharger has not been charging correctly and that pt has only been able to get quarter charge when plugging in recharger to charge implant. The issue was not resolved. An email was sent to the repair department to replace the recharger and belt. Pt did not know much details about what's wrong with their equipment and just wanted to do what the rep told them. Pt stated they will be getting a surgery on their back soon. Agent asked pt to explain, pt said they don't know and that they had a stroke and their hcp needs to open their back and move thing around to get better visibility of what's happening. When agent asked if the surgery is related to the mdt implanted system, pt said no and then said they were unsure and hcp needs to move things around. Additional information was received from the healthcare provider (hcp). Hcp reported that the back surgery was not caused, contributed to, or exacerbated by the mdt device. Hcp did not know the details of the stroke and asked to collect the specificity from the patient's neurologist. Additional information was received, it was reported the patient's healthcare provider (hcp) did an ins pocket revision due to pocket discomfort. Caller stated this was an elective decision to revise the pocket and there was no issues with the scs system. The caller stated the pt said "hcp needs to open their back and move thing around to get better visibility of what's happening."